Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. No product was returned. The root cause of the positioning issue was most likely use related since the pump position was not ideal as per the clinical description provided.

Event description:
The user facility reported a 46year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that impella was implanted per IFU protocol but the position was not ideal. When attempting to reposition, impella became dislodged. Md elected to remove and run in basin before re-inserting. The pump ran successfully for just under 20 days.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.